Event description:
A revision surgery has been reported, reason unknown.

Event description:
Updated explant information. Reason for revision is stated due to pain, limited mobility. MRI revealed evidence of "metaphysical thinning". Customer also had raised inflammatory markers.